Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/sinus congestion, development of left hypopharyngeal squamous cell carcinoma stage 4a and monoclonal gammopathy of undetermined significance. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused having nasal/sinus congestion, development of left hypopharyngeal squamous cell carcinoma stage 4a and monoclonal gammopathy of undetermined significance. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.

Manufacturer narrative:
Additional information was received on nov 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused having nasal/sinus congestion, development of left hypopharyngeal squamous cell carcinoma stage 4a and monoclonal gammopathy of undetermined significance. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside the iso (international organization for standardization) port, pca (printed circuit assembly), side panel, blower cap, blower, blower housing, right side assembly, air inlet seal, and bottom enclosure. The manufacturer observed white hairlike contaminant on the pca (printed circuit assembly), blower, blower housing, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso (international organization for standardization) port, blower, and blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report.